Event description:
It was reported that during implant device interrogation revealed helix not being able to extend and high capture thresholds due to dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, high capture thresholds and ¿lead slightly kinked¿. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.